Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint that the up arrow, down arrow, and ok keypad buttons were under responsive was not able to be duplicated during investigation. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under any button contacts. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.